Manufacturer narrative:
Additional manufacturer narrative: additional information and the product return have been requested from the healthcare provider. The explanted valve and no additional details have been provided at this time. There is currently insufficient information to determine the root cause of this event. However, there has been no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic mitral valve, implanted for three (3) years and six (6) months, was explanted due to unknown reasons. Another edwards bioprosthetic valve was implanted in replacement. No other information was provided.